Event description:
It was reported to philips that the device powered off when the charge button was pressed and upon power up displayed a power interrupted message. There was no reported patient or user involvement and no adverse patient/user impact.